Event description:
The customer called to report that they were hospitalized for high bgs. Bgs were treated prior to the calling. It was stated that the dr suspected the cause of dka was related to pump. Troubleshooting was performed. Pump passed the test with insulin exiting. A replacement pump was offered, but the customer declined.